Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was unsure if their MRI had something to do with ins not being able to connect. However, back in 2025, they did have an MRI, and device was in MRI mode; however, the patient stated they felt internal fireworks in the groin area while in the MRI. The patient did mention it to the physician at the time, and the patient thought maybe the MRI caused a short circuit.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the device had reached normal end of life and the telemetry was ok and had no output. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the company rep saw the pt back on (B)(6) 2025. Pt stated that they hadn't been able to connect to the ins for about 6 months prior to that. At the time, hcp didn't know what would be the best plan moving forward. Decision was made today that they will replace the ins on (B)(6) 2026. Rep will be returning the ins for analysis. Agent reviewed analysis and warranty process as pt was discussing requesting copay, surgery cost reimbursement. Agent also reviewed with rep about reporting events even when an outcome or a future plan is unknown to avoid late reporting. Additional information was received from a manufacturer representative (rep). The rep reported that they have addressed this matter. They indicated that the patient has been seen by them and the patient's provider and that the patient had an ipg replacement last week. The old ipg was sent back "to hq lab for testing." The rep noted the patient and provider have requested an interrogation of the ipg and that this request should be in the appropriate paperwork placed into the return box with the old ipg. Additional information was received from a manufacturer representative (rep). The rep reported that they believe the cause of the inability to communicate with the device was due to the ipg being at end of service. The rep noted the ipg was only a few years old, and with a 10-15 year battery, it shouldn't have been depleted due to age. There were no abnormal programming perimeters either. Rate was not raised exceedingly high, pulse width was normal, and amplitude was not abnormal. Rep noted they believe the cause of this may be a faulty ipg. The ipg was sent back to hq lab for analysis by the rep. Additional information was received from a manufacturer representative (rep). The rep reported that the ipg displays on the programmer that it is at eos. Rep indicated that "ipg should not be doing that given it's condition and programming." Rep also noted the following: "pt visited doctor's clinic on (B)(6) 2025 to see company rep and their doctor due to declining improvement from their device. Pt noticed over the last few months lead to that date, that their urinary symptoms have gotten worse. Rep checked device as patient said would happen, programmer displayed "device at end of service." Company rep tried troubleshooting by using a different programmer and communicator to see if that would change anything, but it did not as the device still displayed "eos" warning. As for programming of the ipg, pt did not mess around with it much, staying lower with amps no higher than ~3.5amps, according to pt. On the rep's mforce, only change in background specific to programs was made on (B)(6) 2024, the date of implant, by another rep at that time. Patient has non-obstructive urinary retention. The rep, at that time, did create a custom program and changed the rate to 30hz for all programs 1-7. The pt did not do program changes with company, so rep indicated they do not have notes of those changes on their end. Rep noted although rate was increased (to try to help with patient's retention) it was not changed too heavily. Therefore, they want to know if the ipg was defective or if it was "drained." Pt likes the therapy and on (B)(6) 2026 the current ipg was explanted and replaced with a new 97800 ipg. The current lead was kept as there was no noted impedances. On (B)(6) 2025 pt mentioned to rep that they had put device in MRI mode a few weeks prior, and although they were positive that had it in MRI mode, while getting the MRI, they felt zapping or electrical current from the system. Pt has not gotten another MRI since. Rep indicated they would like the returned ips to be analyzed and the analysis report sent to the hcp. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the inability to communicate with the ins was unknown and it was unknown if this issue was caused by normal battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were made aware on (B)(6) 2025 that the device was at low battery. But the provider did not want to make a plan of action until they posted the replacement surgery date, (B)(6) 2026. The rep reported it right when it was posted once the provider decided what to do.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- (B)(6) 2026 11:48:55 cst pli# 10 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.